Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact on her blood glucose level. Customer continued to use the existing cartridge. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.